Event description:
It was reported that the vsm iii's (vital signs monitor) battery light was flashing, the device displayed error c-13, and when the caregiver "squeezed tight the connection between the machine and battery cable", the caregiver was shocked on the hand. The caregiver immediately disconnected the machine. The reported shock did not require medical intervention and the caregiver continued working. This event has been captured under hillrom ref # c-(B)(6).

Manufacturer narrative:
The vsm series of monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, body temperature, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. It was reported that the vsm iii (vital signs monitor) battery light was flashing, the device displayed error c-13, and when the caregiver squeezed tight the connection between the machine and battery cable, the caregiver was shocked on the hand. The caregiver immediately disconnected the machine. The reported shock did not require medical intervention and the caregiver continued working. The monitor operates on dc power, supplied by either the internal battery or the ac power adapter. When the ac power adapter is connected, it simultaneously powers the monitor and charges the internal battery. When the ac power adapter is not connected, the monitor operates on the internal battery. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. An electric shock may or may not result in injury. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance and area of exposure. Low voltage (less than or equal to 380 volts) electric currents that pass through the body have well-defined physiologic effects. For a 1 second contact time, 1 ma is the threshold of perception ¿ causing a tingling sensation; or 5ma causing a maximum harmless current. In this case, a serious injury did not occur and medical intervention to prevent permanent impairment of a body function or structure was not required. However, if a reported shock were to recur, there is potential for serious injury. Therefore this event is reportable hillrom has requested the device to be returned from the customer but is yet to receive the device back to hillroms service center, once the device has been returned, a thorough investigation of the device will be performed and any additional information obtained will be submitted in a supplemental report.

Manufacturer narrative:
The vsm series of monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, body temperature, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. It was reported that the vsm iii (vital signs monitor) battery light was flashing, the device displayed error c-13, and when the caregiver squeezed tight the connection between the machine and battery cable, the caregiver was shocked on the hand. The caregiver immediately disconnected the machine. The reported shock did not require medical intervention and the caregiver continued working. The monitor operates on dc power, supplied by either the internal battery or the ac power adapter. When the ac power adapter is connected, it simultaneously powers the monitor and charges the internal battery. When the ac power adapter is not connected, the monitor operates on the internal battery. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. An electric shock may or may not result in injury. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance and area of exposure. Low voltage (less than or equal to 380 volts) electric currents that pass through the body have well-defined physiologic effects. For a 1 second contact time, 1 ma is the threshold of perception ¿ causing a tingling sensation; or 5ma causing a maximum harmless current. In this case, a serious injury did not occur and medical intervention to prevent permanent impairment of a body function or structure was not required. However, if a reported shock were to recur, there is potential for serious injury. Therefore this event is reportable hillrom has made numerous attempts to retrieve the device from the customer with no response, therefore, hillrom has been unable to investigate the reported event any further if any additional information is received a supplemental report will be submitted

Event description:
It was reported that the vsm iii's (vital signs monitor) battery light was flashing, the device displayed error c-13, and when the caregiver "squeezed tight the connection between the machine and battery cable", the caregiver was shocked on the hand. The caregiver immediately disconnected the machine. The reported shock did not require medical intervention and the caregiver continued working. This event has been captured under hillrom ref #(B)(4).